Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Noise is being seen on the ra lead. No impedance changes were noted. There was difficulty attaining threshold reliably during follow-up testing. The lead remains implanted.